Event description:
A medtronic representative received a report from a site, on (B)(6) 2015, stating that they had previously experienced an issue in a procedure that took place prior to (B)(6) 2014. It was alleged that, while in an ear, nose & throat (ent) procedure, the surgeon did not get tracer registration to successfully pass. After over an hour delay in the procedure, the surgeon opted to discontinue navigation. It was stated that the surgeon continued and successfully completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Date of event was approximated at (B)(6) 2014. Per the event description, this case was reported by the site as occurring prior to a procedure that took place on (B)(6) 2014. No specific date was provided. 03/24/2015 software investigation completed. Findings are that eliminating the scatter on the images resolved the issue. Software was functioning as designed. - medtronic field representative was able to view the computed tomography (CT) scan and identified there was excessive scatter on the scan, which would have made tracer registration difficult to pass. The medtronic representative eliminated the scatter with the software thresholding tool and they were able to register. The site has since been trained on proper registration model editing and tracer technique.